Event description:
On (B)(6) 2012, the patient contacted animas and reported a load step malfunction. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was a load step malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not show any load step malfunctions. There was a loss of prime with non-zero force recorded in the in the black box. Functionality testing was not able to be performed because the pump would not power on. The pump was removed from the case for investigation. The force sensor was removed for investigation and revealed contamination; however the force sensor was within specification on testing.